Event description:
A high blood glucose level was reported, with the specific value displayed as "high." Cause was not known. The customer took corrective action by administering a correction bolus via the pump and followed guidance from technical support to inspect and ensure there were no issues with the infusion set, tubing, or connections. The customer was instructed to replace supplies as necessary and resume insulin therapy.